Event description:
A healthcare professional reported that, during intraocular lens (iol) implantation surgery, the plunger was a bit bent and stuck during loading. There was no patient contact and the procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6., and h.11. One opened company specific injector in a tray in a box was returned for evaluation for the report that the plunger was a bit bent and stuck during loading. A visual inspection of the iol (intraocular lens) handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming with proper movement of the plunger within the barrel. Device/batch record review: a review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Conformance achieved: the investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Two photos attached to the parent complaint were reviewed by the investigation site. Both photos are identical and show the plunger tip of the company specific injector model. The images are blurry, and the reported condition cannot be clearly seen. The reported issue of a bent plunger could not be confirmed from the photo review. Inconclusive: the returned complaint sample was conforming for functional testing; therefore, the reported issue of the injector got stuck could not be confirmed. The complaint evaluation does confirm the injector plunger is bent. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in september 2022. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).